Event description:
The iab was inserted into the pt on 5/30/98. On 5/31/98 after iabp for 42 hrs, blood was noted in the tubing and the iab was removed. On 9/11/98, datascope was notified that the iab was probably discarded and would not be returned for eval. [Event complications]: none from the event-reported 6/1/98. [Pt's current status]: expired-rpt'd 6/1/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 9/28/98).